Event description:
Determined to be reportable based on analysis completed on 12/26/2007. It was reported that during a percutaneous coronary intervention (pci), a 2.75 x 20 mm liberte bare was opened and a shaft kink was found. There were no pt complications or injuries reported. The procedure was completed with another of the same device. The pt status is listed as good. Device analysis indicates a hypotube fracture.

Manufacturer narrative:
Product analysis revealed a hypotube fracture. The delivery device with the stent protector and product mandrel intact was received and a hypotube fracture was observed. The catheter exhibited a fracture of the hypotube located 31.6 centimeters distally from the edge of the strain relief. Microscopic examination of the fracture face revealed evidence that the hypotube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. It is believed that the kinking potentially compromised the strength of the hypotube and contributed to its fracture. Follow up information received for this complaint states, when the device was shipped, it was only kinked, therefore, the fracture occurred during shipping. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly and performance specifications. The cause of the original kink or the subsequent fracture could not be determined. The most probable root cause of the fracture was handling damage due to shipping and receiving.